Event description:
The customer reported that device has a no audio/speaker malfunction. The customer reported that it was unknown as to whether the device was in use on a patient at the time of the event.